Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Review of the logfile for the day of treatment showed no error messages or warnings. During the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user skipped the gas change and scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile showed multiple successfully performed treatments. The treatment could be identified in the logfiles. The treatment was performed without interruption or any issue. The user performed an energy check before this patient. The energy was stable during the treatment day. No technical root cause could be identified during logfile review. Clinical review showed a technical issue could most likely be excluded because the logfiles showed no abnormalities. This has been the only case reported with this refractive surprise. A handling issue could most likely be excluded since the ablation area looks very regular and the epithelium has been removed very precisely. The centration as well as the fixation are very good. The slightly longer duration of the ablation could be explained with the bigger optical zone. The area is bigger. More time is needed for the ablation but this is most likely not related with the high amount of overcorrection. It has been reported that the patient has been wearing contact lenses for a long time and stopped wearing them for a couple of days. Furthermore, it has been reported that the patient was suffering from recurring erosion due to a dystrophy of the basal membrane. The healing and post-operative distribution of the epithelium might play a role in this result. Due to the above mentioned points, a reason for the outcome could not be concluded clinically. Logfile review showed no technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported last year a patient had photo therapeutic keratectomy done with an excimer laser for recurrent erosion. First step of manual epithelial debridement was done. The patient resulted with 1.50 diopters of myopia. The healthcare professional informed that his analysis so far has been unsuccessful. The treatment lasted six seconds. New information was received. The patient had been wearing a bandage contact lens for recurrent erosion with pain but stopped wearing a few days prior to surgery.